Event description:
It was reported that heartrates of 30 and 40 beats-per-minute were seen on the pacemaker despite the minimum being set to 70 beats-per-minute. Technical services (ts) was contacted, and ts discussed bigeminal premature ventricular contractions (pvcs) making radial pulse and heartrate measured by pulse oxygen inaccurate. The pacemaker system remains in service. No adverse patient effects were reported.